Event description:
The initial reporter stated they received questionable results for one patient sample tested with elecsys ft3 iii on multiple roche analyzers. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. The date of the event is not known. Values highlighted in yellow are questionable. The sample was initially tested on the customer's cobas 8000 e 801 module. The sample was repeated on a siemens centaur analyzer. The sample was also provided for investigation, where it was tested on a second e 801 analyzer, a cobas 8000 e 602 module, and a cobas e 411 immunoassay analyzer on (B)(6) 2021. The serial number of the customer's e 801 analyzer is (B)(4). The ft3 reagent lot number and expiration date used on this analyzer were requested, but not provided. The serial number of the e 602 analyzer used for investigation is (B)(4). Ft3 reagent lot number 547180, with an expiration date of 31-aug-2022 was used on this analyzer. The serial number of the e411 analyzer used for investigation is (B)(4). Ft3 reagent lot number 547180, with an expiration date of 31-aug-2022 was used on this analyzer. The serial number of the e 801 analyzer used for investigation is (B)(4). Ft3 reagent lot number 551720, with an expiration date of 30-sep-2022 was used on this analyzer.

Manufacturer narrative:
The investigation could not identify a product problem. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and differences in the standardization methodology used.